Event description:
A customer contacted beckman coulter inc. (Bci) in regards to electrical smell from coulter act 5diff instrument and a "shut system off" error. The customer was advised to power off and unplug the instrument. The operator cleaned up the leak from the instrument. Personal protective equipment (ppe) was in use and there was no reagent exposure to eyes, mouth, or open wounds. Msds was not reviewed. The fire department was not called and no one sought medical attention. There was no death or serious injury associated with the event.

Manufacturer narrative:
A bci field service engineer (fse) found a burned circuit on the main board and evidence of soot which was contained within the instrument. The fse indicated that valves failed and leaked, which caused a chip on the main board to fail and smoke. The fse replaced valve bank, the main card, and computer. The fse verified and validated system operation. Normal operation is resumed.